Event description:
It was reported during a study while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes exhibited poor barrier separation after processing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-sep-2025. Investigation summary: bd received 10 samples for investigation, which were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during a study while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes exhibited poor barrier separation after processing. There was no health impact or consequences reported.